Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivering energy intermittently.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colorectum during a polypectomy procedure for colon tumor performed on (B)(6) 2024. During the procedure, the connection of the cautery was loose and cannot be connected normally, and the electron-powered cutting is delayed. The procedure was completed with another snare. There were no patient complications reported as a result of this event.